Manufacturer narrative:
Date rec¿d by MFR: other: (B)(6) incident report reference no (B)(4); submitted to (B)(6) by the patient. (B)(4). The complainant indicated that the device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2017 for the treatment of urinary incontinence. Reportedly since the procedure, the patient has been in pain and experiences several urinary tract infections, sharp pain, pain in the pubis, groin, hip and thigh, intolerable sitting position, inability to urinate properly, and painful sexual intercourse.